Event description:
It was reported that the pt underwent a posterior lateral fusion at levels l4-s1. It was reported that approx 4-6 weeks post-op two screws were noticed on x-rays to be broken. A revision surgery has not been scheduled at this time. No pt complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.